Event description:
It is alleged that a (B)(6) male pt received coolsculpting treatment on (B)(6) 2011, procedure was conducted successfully. Treating physician's office did not recall any malfunctions or error codes. Pt returned to treating physician's office on (B)(6) 2011 suggesting that the treatment may have resulted in a hernia "under the belly button on the right side." During follow-up visit on (B)(6) 2011, treating physician was unable to identify or confirm any abnormalities via photos or physical examination. Treating physician was unable establish causal relationship between the treatment and the pt's condition. It is zeltiq's policy to be conservative and to make this report.

Manufacturer narrative:
On (B)(6) 2011, the treating physician's office further reported that pt had informed them that between treatment and (B)(6) 2011 (exact date unk), pt consulted with another physician who diagnosed pt with a hernia "either left or right side of lower abdomen". As of (B)(6) 2011, treating physician's office did not have any further follow-up visits scheduled with the pt, and attempts to contact pt were unanswered. As of (B)(6) 2011, treating physician's office still had not been abel to make contact with pt to gather further info. A follow-up report will be made to the agency if and when new info is received about this case.